Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box shows on (B)(4) 2013 a cartridge with approximately 95u was loaded into the pump. A 11.7u was primed leaving approximately 83u remaining in the cartridge with is consistent with the reading in the black box on (B)(4). The users basal rate is 16.3u per day. Normal bolus usage was observed and the cartridge reached 23u on (B)(4) 2013. The pump was exercised for 24 hour duration period; no unprogrammed boluses were delivered during this time period. No hypersensitive keys were observed on keypad. The total daily doses add up correctly. No alarms related to the complaint were recorded. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. Investigators were unable to duplicate the complaint during the investigation. There was no defect found.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that her blood glucose (bg) has been running low the past four days, between 40 and 60mg/dl with fatigue. The patient stated that the morning of the call to animas, she had changed her cartridge and had 97 units in it, and now the pump is showing 23 units. The patient stated the insulin in the cartridge should not be that low on the same day of a cartridge change. The patient stated she treated the low bgs with carbohydrates and her bg went up to 118mg/dl with no signs or symptoms. A review of the pump history shows 4 boluses occurred while the patient was sleeping. Troubleshooting indicated all other histories were accurate. This complaint is being reported because the patient allegedly experienced hypoglycemia while using insulin pump therapy related to receiving unintended boluses.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.